Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a monitoring voltage of 2.7 volts with a last capacitor reformation charge time greater than 16 seconds so that the battery status was at middle-of-life 2. The device was at middle-of-life 1 four months ago. The caller made an allegation that it seeemed that the battery voltage had dropped more rapidly than normal. A guidant technical services (ts) consultant discussed what mid-life charge time behavior will allow. It was discussed that one cannot predict if charge time will extend to 23 seconds before battery voltage reaches 2.53 volts. No adverse patient symptoms were reported.